Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by cloudy effluent and lower abdominal cramps. The cause of the event was unknown. Two days prior to peritonitis diagnosis, the patient went to the emergency room. On the same day as the peritonitis diagnosis, the patient was moved from the emergency room and was hospitalized due to the event and was treated with vancomycin (dose, route, frequency were not reported and discontinued after 8 days). Three days after the event onset, the patient was discharged from the hospital and has recovered from the event. No additional information could be provided as the reporter declined follow up.